Event description:
The customer reported that there was "white smoke" emitting from the unit. There were no physical complaints reported. The service engineer went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The service engineer replaced the oil mist filter. The fse tested the unit and found it operating to manufacturer specifications. This issue has been addressed with a customer letter related to correction & removal #2084725.